Event description:
It was reported that during an unknown procedure, the clips were not staying in the jaws of the device. The clips did not fall into the patient. Another cartridge was pulled to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Additional information was requested and the following was obtained: the surgeon stated that after applying a clip, when the jaws were open a clip would fall out of the jaws and into the patient. The clip was retrieved from the patient. The case was completed with no patient consequence. Updated the voc from clip would not stay in jaws to dropping clips. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.